Manufacturer narrative:
(B)(4). The device involved in this complaint was not returned to the manufacturer at the time of this report. A device history record review of the device involved could not be conducted since the lot number was not provided. Functional test process of current production of smart concha no sterile ip-5041ns (lot 74g1800365) was reviewed and no issues were observed that can lead to the defect reported. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved. If device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "during high flow nasal cannula therapy, rt noticed that the circuit was flooded with concha water. This water overflowed onto the patient." It was reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). One corrugated comfort flo remote temp port (product code 2416) was received for investigation. Upon receipt a visual inspection was performed on the column, 2416 heated high flow vent circuit and a high pressure release valve. No product abuse/misuse/damage noted. A check valve test was performed. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. In the same manner the column to bottle valve was confirmed as operating as intended as all valves opened and closed freely indicating nothing was occluding the water flow. The returned column was connected to a concha water bottle in the correct position. Both water pins were punctured in the upper and lower tubes of the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was connected to the returned 2416 comfort flo circuit with a 2411-04 neonate cannula from the lab using the 3lpm flow mentioned in the report with no problems. The infant cannula was disconnected with no water level increase into the circuit. The infant cannula was reconnected to 3lpm of compressed air and occluded the nasal nares allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The complaint cannot be confirmed. A device history record review was performed on the lot number of the returned sample (74c1801343). No issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The reported complaint cannot be confirmed based on functional testing in a lab environment. There were no issues found with the returned sample.

Event description:
Customer complaint alleges "during high flow nasal cannula therapy, rt noticed that the circuit was flooded with concha water. This water overflowed onto the patient." It was reported there was no patient injury or consequence.